Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompts to enter the sensor code and transmitter ID repeatedly occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failure. The reported event of a repeated prompts to enter the sensor code and transmitter ID is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.